Manufacturer narrative:
The investigation confirmed that non-reproducible, higher than expected troponin I es results were obtained from multiple patient samples using two different vitros tropi es reagent lots when tested on a vitros 5600 integrated system. The definitive assignable cause could not be determined. Pre-analytical sample processing could not be ruled out as a contributing factor, as the customer is not adhering to the sample collection device manufacturer¿s recommendations for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. No vitros tropi es reagent performance issues are indicated based on the historical tropi es quality control data. An instrument related event has been ruled out as a contributing factor as pre-service vitros tropi es precision results were within the acceptable guidelines each time it was processed. The investigation is ongoing into the performances of vitros troponin I es kit lots >=1710.

Event description:
The customer complained after obtaining non-reproducible, higher than expected troponin I es results from multiple patient samples using two different vitros tropi es reagent lots when tested on a vitros 5600 integrated system. Patient 1, sample 2: 0.198 vs expected <0.012 ng/ml. Patient 2: 0.210 vs expected 0.015 ng/ml. Patient 3: 0.067, 0.065, 0.071 vs expected <0.012 ng/ml. Biased result of the magnitude and direction observed may lead to inappropriate physician action. The results were not reported outside of the laboratory and there was no allegation of harm as a result of these events. This report is number three of three MDR's for this event. Three 3500a forms are being submitted for this event as three devices were involved. This report corresponds to ortho clinical diagnostics inc. (B)(4).